Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the device's manufacture is unknown.

Manufacturer narrative:
Retained test strip samples from the same lot reported by the customer (45001g169) were tested with control solution. All results were within the range specification and no errors were observed. The reported meter was returned and investigated and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. The complaint was not confirmed.

Event description:
Customer reported that on (B)(6) 2011 he received a reading of 283 mg/dl on his precision xtra blood glucose meter, which was higher than he felt. He further reported subsequently experiencing a headache and a seizure. No third-party emergent medical intervention was reported. Customer self-treated by drinking juice. There was no report of death or permanent injury associated with this event.